Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.1. Cgm sensor type: data not available. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing swelling and infection occurred while wearing the pod on the leg for longer than 48 hours. The patient did not specify how soon after starting the pod that symptoms began. The patient was prescribed antibiotics for the infection and had already resumed treatment.